Event description:
It was reported that an asymptomatic patient presented with an alert for non-sustained lead noise. Upon review, myopotentials was suspected. Programming changes were recommended; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.